Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the right ventricular pacemaker lead was accidentally pulled out during the cardiomems heart failure sensor implant procedure. As a result, the patient went into asystole and the procedure had to be aborted prior to the sensor being calibrated. The patient was resuscitated and remains in the hospital. The patient is stable and is able to take readings. The sensor will be calibrated via a limited 2d echocardiogram.

Event description:
Additional information received identified the patient is transmitting successful readings, hence issue has been resolved.